Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that as customer was getting out of their car, pump was slammed against the door; subsequently, the touchscreen was shattered and pump ceased delivering insulin as intended. Customer's blood glucose level was 104 mg/dl. The customer reverted to an alternate method of insulin therapy.